Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of greater than 500mg/dl. Elevated bg was addressed via a correction bolus. Customer was treated with intravenous fluids and insulin. The customer was released from the hospital the following day with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.